Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis indicated the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching damage at implant. (B)(4).

Event description:
It was reported that during implant the right ventricular (rv) leads helix was not able to be deployed and would not extend after many turns. The rv lead was attempted, not used. No patient complications have been reported as a result of this event.